Event description:
It was reported, during this procedure, she observed that the surgeon seemed to have problems with the step drill. Could not connect the t-handle to the drill. The surgeon took the jacobs chuck to complete the surgery.

Manufacturer narrative:
Additional information has been requested and if received, it will be provided on a supplemental report.